Manufacturer narrative:
(B) (4).

Event description:
Procedure: lobectomy. According to the reporter: the pt's lung was weak. After surgery when the trach tube was removed, the pt started to cough, then bleeding and leakage were noted in the drain. The case was converted to open surgery and the staple line did not hold. The staple line was manually sutured. Bleeding was reported as under 500 cc and surgery time was extended more than 30 minutes. Pt is under observation.